Event description:
The field service rep (fsr) reported that during preventative maintenance of the device, the charging battery voltage could not be adjusted. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The complaint was confirmed by the field service rep (fsr). The fsr found the side mount voltage regulator to be defective. After replacing the voltage regulator, the fsr adjusted the battery charging voltage. All voltages and the system operated to MFR specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.